Manufacturer narrative:
Additional information: there are 3 investigations completed during this period. Breakdown of 3 investigations with respective lot numbers are as follows: unknown - no product returned: (B)(4) - cartridge crack,cartridge damaged,cartridge tip cracked/damaged (B)(4) - cartridge tip cracked/damaged. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 3 events are as follows: cartridge tip cracked/damaged, 3. Lot number of suspect product: ce07836, 1; ce02977, 1; unknown, 1. 3 investigations were completed. Breakdown of 3 completed investigations: 3 no product return. All investigations were completed. No product was returned. The investigation concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.